Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator prior to performing pm (preventive maintenance) when set at 500ml, the vti (tidal volume inspiration) comes back with monitored 500ml, delivered ~320ml. Vte (tidal volume expiration) monitored and delivered is 320ml. There is no patient involvement associated with this reported event.